Event description:
The pt had a 3x23 cypher stent implanted in the proximal lad. Five days later, they returned with a subacute thrombosis (sat) in the stent. The pt had an elective procedure to the proximal lad. The target lesion was a an 18.96mm, de novo, type c, concentric lesion, that was neither tortuous nor calcified. The site was predilated with a 2x15mm balloon at 9atm for 30 seconds. The 3x23mm cypher was implanted at 13atm for 30 seconds. The site was postdilated with a 3.5x10mm balloon at 20atm for 30 seconds. Ivus was conducted. Timi flow was 2 pre and 3 post procedure; post procedure stenosis was 0%. Act was not measured. Aspirin 81mg was given pre, intra and post procedure; heparin 6000 units was given intraprocedure, and 15,000 units for two days post procedure; ticlid and cilostazol were given in 200mg doses each pre, intra and post procedure.